Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes premature end of life. The battery impedance varied from 2 kohms to no telemetry.